Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address the bg level. Reportedly, customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer continued to use the pump for insulin therapy.